Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against the perfix plug. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿the patient had a very scarred hernia around spermatic cord was dissected. A small bulge was seen indicating a mild direct hernia and a large indirect hernia was identified and dissected away from the spermatic cord vessels and contents. A large perfix plug (device #1) was cut in half, to facilitate placement into the defect, then the patch was cut to fit the floor defect and sutured to the floor of the inguinal canal to the shelving edge of the rectus sheath medially around the tissue overlying cooper's ligament inferiorly, poupart¿s ligament laterally and the wings of the patch were placed around the spermatic cord and gently sewn together.¿ (B)(6) 2017 - patient was diagnosed with pain, recurrent right indirect inguinal hernia and left indirect inguinal hernia thereby underwent robotic assisted laparoscopic repair with the removal of perfix plug (device #1) and implant of two 3dmax meshes (device #2, device #3). Per operative notes, ¿on the right, there was a perfix plug in the vicinity of the inguinal canal was displaced towards the peritoneal cavity. An inguinal hernia was also evident on the left. The mesh plug (device #1) was adherent to the spermatic cord, was dissected free. The mesh (device #1) was removed from the abdomen. A right-sided medium 3d max mesh (device #2) was positioned in the right preperitoneal space and then sutured medially to cooper's ligament and laterally to the transversalis fascia just anterior to the asis. The process was repeated on the left to repair the hernia by placement of a left-sided medium 3d-max mesh (device #3).¿ attorney alleges that the patient had pain, hernia recurrence and emotional injuries. It was also alleged that the patient underwent mesh removal.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 7 months post implant of perfix plug, patient was diagnosed with hernia recurrence, adhesions, pain and migration thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-aug-2013) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.